Event description:
Related manufacturer reference number: 1627487-2019-07359, and 1627487-2019-07363.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of explant is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-07359, and 1627487-2019-07363. It was reported that the patient was not getting adequate therapy. The system was explanted and replaced with a competitor system in (B)(6) 2018.